Manufacturer narrative:
The review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to: endoleaks.

Event description:
The following was reported to gore: on (B)(6) 2012, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. Pre-operative imaging revealed a maximum aneurysm diameter of 51 mm. During the procedure, the right hypogastric artery was embolized. A type ii endoleak was observed at time of closure of the last access route. However, no type ii endoleak was noted on (B)(6)2012, prior to hospital discharge during computed tomography angiography (cta) imaging. At one month follow-up on (B)(6) 2013, doppler ultrasound revealed a type ii endoleak. At six months follow-up on (B)(6) 2013, cta imaging revealed type ii endoleaks of the lumbar arteries and the inferior mesenteric artery with a stable 51 mm aneurysm diameter. At one year follow-up on (B)(6) 2013, computed tomography imaging confirmed a maximum aneurysm diameter of 55 mm. On this visit as well as on (B)(6) 2014, the two type ii endoleaks were found to persist. On (B)(6) 2018, cta imaging showed an aneurysm diameter of 68 mm and the known type ii endoleaks. On (B)(6) 2018, the inferior mesenteric artery as well as the aneurysm sac were embolized.